Event description:
The pt received his scs system, including an ipg and two percutaneous leads, on (B)(6) 2010. It was reported that when the pt turned up the heater in his car, he felt an increase in the amplitude of his stimulator. Follow up on the pt found that he is scheduled to meet with an sjm rep to evaluate the issue. No further info is available at this time.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance; however, the nonconformance was identified as a cosmetic issue. The product was replaced and released. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.